Event description:
In 2008, the pt reported that one day prior, "something was running down her stomach", and she discovered that her infusion site had become disconnected. She immediately changed her infusion site and tubing, and had no further issues. She stated this has happened a "couple" of times in the past few weeks. She also noticed that in the past 3 days there has been blood on the adhesive of her infusion site. She stated that she rotates her infusion sites appropriately and has not noticed any redness or swelling. No physiological effects were reported. She was sent sample infusion sets, tegaderm hp, and information on infusion site management. Upon follow up at approx one week later, the patient stated that the infusion sites continued to fall off of her skin occasionally. She did begin using the tegaderm hp. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.